Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings: a review of the pump¿s black box history showed no evidence of a pump reset or a time/date issue. During testing, the pump performed the rewind, load, and prime steps with no issues occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues occurring. A time test was not able to be completed due to the pump¿s time and date resetting. The pump was opened and no intermittent condition or moisture ingress was found to the power circuit. The internal clock battery was not able to hold a charge. The complaint was not able to be adequately investigated due to the internal clock battery issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. While reviewing the alarm history, it was noted that a time and date reset had occurred during a 054 cs alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.